Event description:
It was reported that during a percutaneous coronary intervention, a balloon ruptured occurred. The 15 mm x 3.00 mm nc quantum apex balloon catheter was being used for dilatation when the balloon ruptured. The procedure was completed with a different device. There were no reported patient complications and the patient status post procedure was listed good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).